Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice. The device was not changed out, as they got the unit to work and it started making ice before the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. Upon arrival, the cooler heater unit had a block of ice in it and the ice maker was functioning. Further investigation found that the unit had a water leak above the ice maker circuitry when the cardioplegia (cpg) pump was on. The fsr tightened the hose clamps to repair the water leak and checked the operation. There were no more leaks and the ice maker was functioning properly. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.